Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were used to address the bg level. A pump system check was performed. The insulin appeared to be coagulated at the cartridge tubing. The customer stated that the insulin had not been exposed to extreme temperatures and was not expired.